Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A service territory manager (stm) evaluated the unit and was able reproduce the reported event. The fse observed that the power cord was fully retracted, the iabp console was not fully seated in hospital cart, and the batteries were completely depleted. The stm repaired the cord reel and re-seated the iabp console in the cart. The fse then connected the unit to ac power and observed the ac indicator and battery charge indicator on hospital cart. The fse powered unit on, and connected the known balloon and trainer, then initiated auto fill. The iabp successfully completed auto fill without any alarms. Full pm, calibration, safety, and functionality checks were completed per the service manual. Additionally, the fse replaced the faulty 9v battery on the alarm daughter board. The unit passed all tests to factory specifications. The unit was released to the customer and cleared for clinical use upon completion.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) will not power up and the power cord will not retract. It is unknown under which circumstances the event occurred. It is also unknown if there was a patient involved and if there was any patient harm/injury; however there was no adverse event reported.